Event description:
On (B)(6) 2013, the patient contacted animas and alleged the following: on (B)(6) 2013, she began having elevated blood glucose (bg) levels and ended going to the ER and with a bg greater than 600 mg/dl. She was admitted and started on insulin drip. On (B)(6) 2013, she called her health care provider (hcp) for settings adjustments and the basal rates were gone. Patient states she does not believe she accidentally cleared the basal rates. Customer support (cs) examined basal history from (B)(6) 2013 and found pump still delivering basal rates. Patient states her hcp told her the pump is malfunctioning and she believes it did as well and wants it replaced. Patient currently on alternate insulin delivery plan. She states she went back to ER again because her bgs started going up again. Patient states that she did not change her ifs during this episode of elevated bg because she "felt sure" her ifs was working well. States she removed it at the hospital when they started the insulin drip and the cannula did look straight. States again she believes the pump is not delivering correctly. Although no specific evidence of pump malfunction, defect, or misuse was detected, this report is being made due to the possibility that the use of an insulin pump may have contributed in an unidentified manner to the patient¿s hyperglycemia.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 10/02/2013 with the following findings: testing was unable to duplicate the complaint. The last basal delivery was on (B)(6) 2013 and the last bolus was recorded on (B)(6) 2013. The tdd¿s prior to the event add up correctly and reflect the users programmed basal rate. There were no alarms related to the complaint in the black box or alarm history, only typical usage alarms and warnings were observed. The pump successfully completed the required 29hr flow accuracy test and was found to be delivering within the specification. A force sensor calibration check showed the pump is not detecting the correct force at 5 lbs. The force sensor resistance was found to be in specification at 6.4k ohms.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.